Event description:
It was reported that the customer was hospitalized with dka. The nurse wanted the pump trainer to come out to the hosp to check the pump. Tech explained they can troubleshoot over the phone and she said she would call back. Later, the nurse called back and said the customer had been discharged and their assistance is no longer needed.